Manufacturer narrative:
The force bipolar instrument has been received for failure analysis investigation; however, the evaluation has not been completed.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the force bipolar instrument jaw totally broke on one side. A fragment fell into the patient and was retrieved during the same procedure. The broken pieces are also being sent back with the instrument. The procedure was completed.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Device evaluation:intuitive surgical, inc. (Isi) received the force bipolar instrument to perform failure analysis. The instrument was analyzed and found to have a broken molded insulator on the upper jaw. As a result, the instrument was found to have a detached jaw (electrode) and a broken conductor wire at the point of fracture. Also, the instrument grip tang was broken at the location where the molded insulator begins. The broken molded insulator measured approximately 10.00mm x 4.10 mm in size and the detached yaw measured approximately 15.00mm x 4.70 mm. The broken conductor wire measured approximately 1.50 mm in length, the broken grip tang measured approximately 4.50 mm x 1.50 mm, confirming that a fragment detached from the instrument and was not returned with the instrument. The instrument failed the electrical continuity test, confirming a complete break in the wire. No thermal damage was found on the instrument.